Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the steps taken to resolve the pain at the lead site included she got "lucky" and was able to move the pulses away from her front ribs and mid back. The patient noted that she told a manufacturer's representative (rep) when her appointment was, but the rep did not show for the appointment on (B)(6) 2016. The patient noted that her pain at the lead site had not been resolved. The patient had requested for the stimulator to be scheduled with her doctor for removal. The patent noted she had not received a call back from her doctors and she did need help.

Event description:
The consumer reported the patient had been falling a lot and thought it would be related to the change in medication. However, the patient was not sure. It was in the wrong location daily, and this issue could have been related to a fall as the patient fell all the time. It felt better when the stimulation was off. Patient services reviewed programmer use so the patient could decrease settings as the patient said she never received any training. The patient got the programmer out. However, it would not power up and the patient did not know where and if she had any aaa batteries. The patient may call back for direction once she found the batteries. The patient was going to call the healthcare provider (hcp) office to schedule a reprogramming session with the manufacturer's representative (rep). There was pain at the lead site, l5 and higher and the ribs. This occurred two weeks prior to the report. Later, it was reported nothing was offered to resolve the issue. There was still pain present at the battery site as well as the lead site. The issue was not resolved. The patient planned to have the stimulator removed as soon as possible. A reprogramming with the rep was noted to have occurred on (B)(6) 2016. Relevant medical history included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.